Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femur. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revised on a right knee due to pain. Sales rep mentioned that the implants were not lined correctly in primary surgery which cause pain.